Event description:
A (B)(6) pt¿s electrode belt was returned to zoll for an unrelated event. During servicing, the belt failed the hi-pot test. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed a high-pot test. The cause of the hi-pot test failure has been isolated to components u727 and u728, input logic translators, on the pca board sn (B)(4). Both components were shorted. The root cause of the shorted components was unable to be positively determined. No adverse event resulted from the shorted components. The pt received a replacement electrode belt.